Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high threshold measurements with loss of capture and the patient went asystolic for an unknown duration. It was noted that the output was programmed the same as the threshold measurement. Cardiopulmonary resuscitation (CPR) was administered and the physician attempted to implant a temporary pacemaker, however the attempt was unsuccessful. Eventually capture was regained by reprogramming the rv outputs. An x-ray was taken and no issues were observed with the lead or device. Subsequently the patient was taken to the electrophysiology lab and a temporary pacemaker was inserted via the right groin, at that time. The physician felt that the patient had developed exit block. The device was near elective replacement indicator (eri) but had not actually reached eri. The patient was on coumadin and it was elected to wait till the next day to do a generator change. The field representative was notified by the patient's primary care clinic that the device was explanted and the rv lead was surgical abandoned. A new competitive single chamber system was implanted on the right side. No additional adverse patient effects were reported.